Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was unable to be successfully implanted as it exhibited a damage apparently caused by the suture. Although no serious injury occurred, this type of malfunction could lead to death or serious injury if it were to occur again.

Event description:
It was reported that this lead was unable to be successfully implanted as it exhibited a damage apparently caused by the suture. Lead conductor fracture is also suspected. The lead was removed prior to pocket closure and another lead was implanted to complete the procedure. No adverse patient effects. The product was returned for analysis. The lead damage and fracture allegations were confirmed, based on observation of suture sleeve broke in half which appeared to be from over tightening of the suture. The analysis found evidence of induced damage (damaged suture sleeve, lead body and conductor). The observed damage is not deemed to indicate product defect or malfunction, but likely occurred during normal use of the product.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead damage and fracture allegations were confirmed, based on observation of suture sleeve broke in half which appeared to be from over tightening of the suture. Also, the x-ray examination revealed the inner coil fractured 20 cm from the terminal end. In addition, there are also damages which appeared to be from a grasping tool 27-30 cm from the terminal end. The observed damage is not deemed to indicate product defect or malfunction, but likely occurred during normal use of the product.